Event description:
Date of event - unknown. It was reported to boston scientific that a sling had a ruptured tape. At some point post procedure, a pt with an implanted sling reported to "feeling discomfort and malaise," and returned to the physician. A new procedure for correction was performed, during which it was discovered that the sling had a ruptured tape and a lesion was observed in the pt. The sling was replaced with a device from another manufacturer.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.